Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 04-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that electrode 2 > 40k/ do not use. Patient did not have any falls or accidents since replacement in (B)(6) 2019. Patient pleased with current programming and denies any wanting or needing of adjustments. This was an incidental finding during a patient meeting. No symptoms reported. No further complications were reported/anticipated.